Event description:
A nurse reported to baxter that a crack was found on a minicap. There was patient involvement; no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The sample was reviewed and evaluated by the minicap supplier. It has been confirmed that this defect was caused by our minicap supplier during the manufacture process. A supplier corrective action report (scar) has been issued to the supplier for investigation. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.